Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip 0.4¿ proximal to the distal tip as well as bends along the catheter shaft. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
This report is to advise of a fracture noted in the catheter during analysis.